Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to a corroded display board. The insulin pump was received with a cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The patient's blood glucose was 250 mg/dl, which was being treated with an injection. It was advised that the customer discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.